Event description:
It was reported that the patient felt lightheaded when performing a transtelephonic check of his device. When the patient went for a clinic visit the patient passed out when the programmer head was placed over the device. The transtelephonic monitor was programmed on. This function switches lead polarity from bipolar to unipolar when a magnet check is done. It was determined that the rv lead dislodged slightly after a patient fall. The positioning of the lead after the fall maintained capture in bipolar configuration, but in unipolar there was no capture. The lead was capped and no further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The maude report was received. This report talks about pacemaker malfunction, however, the pacemaker is still in use and is not attributable to this event.

Event description:
It was reported that the pt felt lightheaded when performing a transtelephonic check (ttm) of his device. When the pt went for a clinic visit the patient passed out when the programmer head was placed over the device. The ttm was programmed on. This function switches lead polarity from bipolar to unipolar when a magnet check is done. It was determined that the rv lead dislodged slightly after a pt fall. The positioning of the lead after the fall maintained capture in bipolar configuration, but in unipolar there was no capture. The lead was capped and no further patient complications were reported as a result of this event. A maude report states the patient had a problem with the device starting in 2006, becoming unconscious due to device malfunction. The report states the device was 'repaired' in early 2007. Further information from the patient's doctor indicates pt was admitted to the hospital and when the device was interrogated the radial pulse disappeared and the patient would faint. Rv asystole was seen on EKG when the magnet was applied. An x-ray showed a migration of the lead tip conductor, but the ring conductor maintained tissue contact, allowing bipolar capture.